Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
The customer reported a ventilator that would not power on - this was corrected to be an light emitting diode (led) indicator failure. The device also experienced a defective oxygen cell. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4:07sep2020. B4:10dec2020. The field service engineer evaluated the device. The fse reported that the actual problem was the fraction of inspired oxygen (fio2) reading was not showing as set and no power led glowing. The fse verified the reported condition. To address the issue, the fse replaced the power status led and oxygen (o2) cell. The ventilator all passed all testing and operated within the manufacturing specifications. The device was returned to customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.